Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed. At this time, we are unable to determine the relationship between the device and the cause for the event.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an esophagogastroduodenoscopy procedure on (B)(6) 2013. According to the complainant, during the procedure, inside the patient¿s esophagus, a speedband superview super 7 device was used. There was no difficulty setting up the device. However, a malfunction was noticed. The handle of the device was not able to be turned. The procedure was completed with another of the same device. The patient¿s condition at the conclusion of the procedure was reported to be stable.